Event description:
Reporter indicated a recently implanted vns patient was having increased seizures. The vns is activated. Attempts to the reporter for additional information have been unsuccessful to date.